Event description:
Humongous blister/big huge blister that started to drain/very red and pink [burns second degree]. She don't feel anymore rash on her at all and it is just been two spots there [rash macular]. Used lower back and hip "on each side of her cheek" [device misuse]. Skin irritation [skin irritation]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back and hip) (device lot number f91476, also reported as s91476, expiration date 02/2015) on (B)(6) 2015, at an unknown frequency for lower back pain. Medical history included irritable bowel syndrome (ibs) and as a result, did not "go to bathroom", post-menopausal, hysterectomy on (B)(6) 1994, heart disease, rheumatoid arthritis. The patient is disabled "right now" due to breast surgery. Concomitant medication included atropine sulfate/diphenoxylate hydrochloride (lomotil) ongoing at 4 mg twice a day for her ibs. Past product history included thermacare heatwraps (thermacare heatwraps) on an unspecified date for an unspecified indication. On (B)(6) 2015, the patient used one wrap "on each side of her cheek" and after the fourth hour she developed a humongous blister where the heatwrap burned her skin. The patient mentioned she was burned on both sides of her back. She wanted to know if there was something she could use to "break the blister down because it is bigger than a 50 cent piece blister on each side of her cheek, right where your hip starts and your cheek starts". She also wanted to know if there was something to alleviate the "pain and stuff". The patient reported that it was not a "hospital material" burn, but a "good burn". The heatwrap never felt too hot. The bubble blister is starting to drain reddish yellow fluid, feels tender and is very red and pink. The patient does not have a fever. She "don't feel any more rash on her at all and it is just been two spots there". The patient "soaked the top trying to cool it off a little bit as cool top, trying to make it not burn so much and set the bubble". The patient reported she was hospitalized "when she took the patch off" as a result of the events on an unspecified date in 2015. She mentioned she did not receive any treatment while hospitalized. The patient stated she cannot wear the heatwrap anymore. She reported still having scabs, skin irritation and the burn areas still hurt. Her skin tone was classified as very light or fair and she mentioned having sensitive skin. The patient did not have any abnormal skin conditions. She mentioned previously using other heat products for pain relief for years such as electric heating pad, hot water bottle and microwave gel packs. The patient did not engage in exercise while using the product. She stated she checked her skin under the heatwrap approximately every 10 minutes. The patient reported reading the usage instructions for the heatwrap before using the product. Action taken with the heatwrap was withdrawn permanently on an unspecified date in 2015. Clinical outcome of the events was not recovered/not resolved. According to the product quality complaint group: no quality issues were identified upon this review of batch records, release testing data or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Follow-up (02/02/2015): new information received from a contactable consumer includes: suspect product indication, medical history, past product history, additional event of skin irritation and event outcome. Follow-up (03/25/2015): follow-up attempts completed. No further information expected. Follow-up (4/16/2015): new information received from the product quality complaint group included product data (additional lot number) and investigational results. This case is upgraded to a serious reportable device report. Follow-up attempts completed. No further information expected. Company case comment: based on the information provided, the events burns second degree, macular rash and skin irritation as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device misuse could have contributed to the reported events and is considered associated with the use of the device product. This case meets initial 10-day EU and 30-day FDA reportability. No quality issues were identified upon this review of batch records, release testing data or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.